Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding your complaint that alleges invalid results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " customer claims the tests have red dye smeared on them and when they put them in the reader it says invalid control and she did not know which order it would have come from."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " customer claims the tests have red dye smeared on them and when they put them in the reader it says invalid control and she did not know which order it would have come from."